Event description:
On 18th may 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-8926t, knotless tightrope® syndesmosis repair implant, titanium, the implant button cut through the bone (fibula) during tensioning. This was detected during a syndesmosis fixation on (B)(6) 2026. The procedure was completed successfully by using a new implant. A new implant was used on a new site. Additional information received on 20th may 2026: nothing broke off in the patient, but the surgeon removed the faulty implant before reinserting another one.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.